Event description:
A healthcare worker complained of a burning sensation on the fingers upon removing a load from a completed cycle. Additional info has been requested, and at this time, no further info is available.